Event description:
Pt implanted 12/26/1997 nasolabial folds and upper vermilion borders. Onset of infection and implant extrusion 02/1998. Pt treated with the following: 02/17/1998 cipro, 02/24/1998 rocephin. Pt revised 02/24/1998 and 03/20/1998 and treated with rocephin and cipro. Implant explanted 06/26/1998.